Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Evaluation summary: the reported condition of a colleague infusion pump with failure code 550:320:658:0000 was confirmed during product evaluation. This condition was caused by a loose rear inverter harness. The rear inverter harness was reconnected to correct the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced failure code 550:320:658:0000. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. It is unknown if there was patient involvement, patient injury, medical intervention necessary, or adverse event in association with this condition. This involved a colleague p1.5 infusion pump with a user interface module master software version 6.63.92. No additional information is available.